Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2019, the patient underwent a revascularization procedure. The restenosis in the 3.0 x 28 mm xience alpine stent was treated with a 3.0 x 26 mm non-abbott drug eluting balloon and a 2.5 x 20 mm non-abbott drug eluting balloon. Post procedure, the patient was doing well. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary procedure to treat a target lesion in the right posterior atrioventricular artery. Stenosis of 90% was noted. The 3.0 x 28 mm xience alpine stent was implanted. On (B)(6) 2019, the patient was seen for a follow up visit and had complaints of difficulty breathing. Coronary angiography was recommended; however, the patient declined. On (B)(6) 2019, the patient was re-hospitalized for coronary angiography, which was performed on (B)(6) 2019. In-stent restenosis was confirmed and was determined to be the cause of the angina. A revascularization procedure is scheduled for (B)(6) 2019. No additional information was provided.